Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image rotates due to loose handle, cracks on video connector, loose light guide adapter, dents on distal edge and fiber breakage were found. Based on the results of the investigation, it is likely the following led to the malfunction: light transmission failure. The cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark image. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image. The event occurred during reprocessing. There was no patient involvement.